Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. Unrelated to the initial complaint, the pump casing was cracked between case seal and the keypad cover and the audio bolus button was punctured but it still functioned properly during the investigation.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the battery compartment was cracked. There was no serious injury associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.